Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy on a prisma machine with a prisma m100 pre set. During treatment there was an external blood leak on the filter set in the area around the blood pump. Treatment was stopped and the blood in the extracorporeal circuit was partially returned to the patient. The customer reported there was no adverse event to the patient and no medical intervention was necessary.

Manufacturer narrative:
No similar complaint has been reported regarding this lot number. No manufacturing nonconformity was recorded regarding this lot number. The involved sample was discarded by the user and therefore, not available for further investigation. Pictures of the involved product were provided. The pictures show blood near the blood pump segment. Nevertheless, we cannot identify a specific root cause of the reported event with the provided pictures. The root cause of the reported event remains unknown.